Manufacturer narrative:
Patient weight is not available from the facility. Device lot number and expiration date are not available from the facility. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead management procedure to remove a dual coil ICD single chamber lead with a 16 french glidelight laser sheath, a tear to the subclavian vein occurred. It was reported that the tear occurred while the glidelight device was being used to advance down the lead. The device was not reported to have malfunctioned, however blood pressure dropped rapidly and the surgeon was notified. The patient did not survive this intervention. No additional details are available.